Manufacturer narrative:
According to the customer, on (B)(6)2025 her daughter was attempting to administer "albuterol" that is prescribed "as needed for asthma" when the nebulizer began to "smoke" out of the "mask and the ventilation on the machine". The customer reported that after the incident occurred, she turned the unit off and unplugged the machine. The customer reported after the incident occurred, her daughter began to "cough". The customer reported her daughter's asthma has been "out of control" with "increased chest tightness and wheezing", due to not having the ability to deliver the "albuterol" with the nebulizer. The customer reported her symptoms are "worse with activity". The customer reported since she has not had access to a nebulizer, they've been attempting to control her symptoms with her "inhalers" but have not been successful. The customer reported they have not sought out medical intervention or medical attention at this time. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported event. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
According to the customer, on (B)(6) 2025 her daughter was attempting to administer "albuterol" that is prescribed "as needed for asthma" when the nebulizer began to "smoke" out of the "mask and the ventilation on the machine".

Manufacturer narrative:
Update to d4: lot number.